Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse performed multiple interventions such as tubing, and valves which did not resolve the issue. Upon further investigation, it was found that o-ring on the potassium (k) electrode was missing. The fse replaced ise electrodes which included the k, na and cl electrodes and confirmed that the o-ring was in place. The fse performed system verification successfully without further issues. Beckman coulter identifier is (B)(4).

Event description:
Customer reported of getting erroneous patient results for ise (ion selective electrode) which includes sodium (na), potassium (k) and chloride (cl) with low anion gaps on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.